Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. One photo shows the product labelling which verified with complaint. Another photo shows two markers, the alleged failure is for the device on the right hand side of the photo. The device was opened, and also the silica gel packet and tip protector are not included in the photo. Based on the photo review, the investigation is inconclusive for the reported failures as no objective evidence was provided and provided photos were not enough to confirm the event. A definitive root cause for the alleged component missing and device marking/labelling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a biopsy procedure, the plastic spacer was allegedly missing and the length of the product was not accurate. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However the photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2021).

Event description:
It was reported that prior to a biopsy procedure, the plastic spacer was allegedly missing and the length of the product was not accurate. The procedure was completed using another device. There was no patient contact.